Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was that before use of the bd needle 22g 1-1/4in tw bulk pack there was an issue with foreign matter on the bulk needle hub.

Event description:
It was that before use of the bd needle 22g 1-1/4in tw bulk pack there was an issue with foreign matter on the bulk needle hub.

Manufacturer narrative:
Investigation summary: a review of the device history record could not be performed as a lot number was not provided for this incident. The 2 returned samples were subjected to needle assembly visual inspection as per test procedure 80006114. The results of the visual inspection shows that 1 of the samples fail the visual inspection. The complaint is confirmed, and product is out of specification. Excessive epoxy on the hub of the needles could have probably when there is stoppages at the cannula station. The manufacturing process was reviewed. The production technician was supposed to remove the first rack once the machine start running again to prevent hub with excessive from flowing to the next station. This action not documented but communicated. The production technician may fail to remove the first rack and result in the nonconformance part flowing to the next process.